Event description:
During the procedure, the jaw broke off of the distal end of the device. The jaw was removed from the surgical site. No injury to the pt or adverse event was reported.

Manufacturer narrative:
The used device was returned with the articulating arm/teflon pad sub-assembly ( jaw) detached. Visual examination under magnification showed the prongs or hinge structures located at the distal end of both the external and actuating shafts were visibly bent outwards relative to the scalpel rod. The device also exhibited signs of clinical use evidenced by contamination on the scalpel rod and on the jaw. The returned device passed functional testing, including testing with a generator console. A review of the device history records revealed all inspections and tests were performed and the device was functioning properly prior to shipment. The cause of damage to the device and root cause of failure is indeterminate.